Event description:
The graft was cannulated within 24-48 hours of implantation. The patient presented with bleeding at the anastomosis site (vessel-graft connection)

Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed. (B)(4).